Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a letter from an attorney, alleging the oxygen concentrator was emitting a noxious smell causing respiratory difficulties. Drive devilbiss healthcare is currently investigating the incident, including attempting to inspect the device in cooperation with the attorney.